Manufacturer narrative:
Information was received via journal article. Please reference literature at the following location: http://sjs.sagepub.com/content/early/2016/07/21/1457496916660035.long. This report will be amended when our investigation is complete.

Event description:
It is reported that the patient's hip arthroplasty was revised due to incomplete bone adhesion and unhealed pelvic dislocation.

Manufacturer narrative:
This follow-up report is being submitted to relay corrected and additional information. Concomitant medical product: item #unk, unknown tm cage, lot #unk. Reported event was unable to be confirmed as part/lot number of the device is unknown. Device history review was unable to be performed as the item/lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusion or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It is reported via journal article that the patient's hip arthroplasty was revised due to incomplete bone adhesion with the acetabular cup, unhealed pelvic disassociation and retroversion of the acetabular cup and cage. Attempts to obtain additional information have been made; however, no more information is available.